Manufacturer narrative:
On 2017-oct-30 arjohuntleigh has become aware of an event which occurred with involvement of maxi move passive floor lift in (B)(6) facility located in (B)(6). It was reported that during resident transfer utilizing maxi move lift, when a caregiver was closing its legs using a handset or a control panel, the lift tipped over and fell to the floor. As a consequence, the caregiver sustained a superficial graze to the forearm. The patient did not sustain any injury. An investigation was carried out into this complaint. When reviewing similar reportable events, we have found a number of cases with similar fault description, when the lift tilted or tipped over. On 2017-nov-08, the lift was inspected by arjohuntleigh representative. The device was found with a damaged base bottom and broken push handle on its left side. The chassis was found with a number of scratches. Due to a broken base, the left leg was moved inward further than it should in the normal "leg closed" position. The lift was out of the manufacturer's specifications and it required repair before further use. The broken part of chassis was not found. The lift was under arjohuntleigh service contract. According to the service label attached to the lift, the last service was performed on 2014-jul-07. The overall condition of the device with a lot of scratches confirms the lift was used in an abusive way. The stability of the lifting device depends on a variety of factors. The following factors were identified as contributing to the failure occurrence: the off-label utilization of the device (position of the legs, castors, etc.) The environment of use (obstructions, thresholds, etc.) The stability inherent to the design of the device. The stability inherent to the condition of the device at the time of use. The information regarding the transfer being performed at the time of the event does not permit to conclude whether it directly contributed to the tipping that occurred. The environment of use is not considered to have been a major factor in the event either. It was not indicated that there were no obstructions on its way that might have potentially led the lift to fall over. Please note that our lift devices fulfill the iso 10535 requirements of being stable with the safe working load weight (swl) in the most adverse position. As required per iso 10535 a stability test was performed during design phase for maxi move device that proves that even on a tilting slope, when lifting 1.25x the swl, and in the most adverse position, the device does not become unstable. The factor as the stability inherent to the design of the device at the time of use was not considered as contributing factor to the event. Following information from arjohuntleigh service representative, who inspected the lift after the event, the leg actuator looked like it has broken through the base of the lift which has made it unstable. There was no indication that noise of breaking base was heard at the time of the event. It was not possible to determine if the base was broken prior the event or if the base damage occurred during closing legs (the leg actuator stroke against the base from inside). The fact that the device had a mechanical fault (broken base side) was found the main cause of the event. The broken base allowed one leg to move inward more than it should in the normal "legs closed" position, increasing the probability of the lift tipping while used for resident transfer. Since the leg actuator is not fastened in the chassis, the leg on the side which is not broken will stop at its limit while the other leg will continue to move inward until the end of the elongation limit of the actuator. The maxi move instructions for use (IFU, 001.25060 rev. 3, november 2008) indicates how to use opening/closing legs functions: "when opening or closing the legs on a powered chassis, care must be taken not to allow anything to stand in the way of the chassis' moving legs. For example, pay special attention when the legs are operated around chairs or in doorways." The maxi move IFU indicates also a proper care of a lift including checks which should be carried out daily and testing at weekly intervals: "caution: some of these parts are critical to ensure the safe operation of the lift. They will need examining and servicing on a regular basis and must be replaced as needed." "Mandatory daily checks: carefully inspect all parts, in particular where there is close contact with the patient's body. Ensure that no cracks or sharp edges have developed which could injure the patient's skin or become unhygienic." Detailed service procedure for maxi move is included in maintenance and repair manual (001.25075 rev.1). Section regarding 'service procedure 3' informs service technicians: "check all vital parts for corrosion and damage. The verification will help preserve the safety and performance of the product." To verify inter alia: front caster, chassis and column. According to maxi move preventive maintenance schedule (001.25065 rev. 2, november 2008): "the equipment is subject to wear and tear, and the following maintenance instructions must be performed when specified to ensure that the equipment remains within its original manufacturing specifications." The labeling of the maxi move also warns: "warning: if in doubt about the correct functioning of the maxi move, do not use it and contact the arjo service department." Based on the overall condition with scratches on the chassis and legs, it could be confirmed that the base and the legs had been repetitively impacted against external objects, such as walls, bed legs or doorways. The most likely cause of chassis breakage is stress experienced from a leg actuator pushing on an earlier weakened base side, which is not strong enough to withstand all the stress it may encounter during its lifetime. The labeling of the device gives guidance on the inspection checks to be performed on specified intervals and the requirement to replace broken components as needed. Therefore, it is concluded that the chassis (base) broke due to a mechanical fault related to a combination of an extensive use which might have included elements of abuse and an inadequate design. To conclude, arjohuntleigh maxi move passive floor lift played a role in the complaint issue as was used for resident's transfer at the time the failure occurred. The lift fell over and as a result of the fall, the caregiver sustained a superficial graze to the forearm. There was a device deficiency found (chassis side breakage) and from that perspective the device did not meet the manufacturer's specification at the time of the event. We report this event to the competent authorities because the reported failure caused the lift to fall over.

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2017 arjohuntleigh was informed about an event which occurred with the involvement of maxi move lift. It was reported that the hoist tipped over and fell to the floor during patient's transfer. The tip over occurred when the caregiver was closing legs of the hoist. The patient did not sustain any injuries. The caregiver has developed a superficial graze to the forearm. The involved hoist was found to have the base damaged.